Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be submitted on a supplemental report. Device will not be returned.

Event description:
It was reported that there was a revision of the t2 femoral rod. The surgeon went in and retracted the nail and distal screw. The implant didn't heal correctly and the screws were broken.